Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the device exhibited erratic readings and was showing incorrect data. The issue was observed intraoperatively. The customer was advised to confirm whether the issue was related to the device or the sensors. It was unknown if there was any patient involvement or complications as a result of the event.